Event description:
It was reported to covidien on (B)(6) 2011, that the customer reported, a patient developed red spots over the back post-operatively where the warmtouch warming blanket was in place. The unit was sent to the hospital biomedical engineering department and was tested. The device was found to overheat to 56 degrees on medium and high settings for 1 minute. There were no adverse long term problems as far as the doctor is aware. Patient has been discharged.